Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. A patient reported that she had an irritation under the garment mesh. The patient reported that the irritation was not open nor oozing. The patient's physician advised her to use a cream on the affected areas. The medical outcome of the irritation is unknown.